Manufacturer narrative:
(B)(4).the field service engineer (fse) inspected the device and verified the reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (cpu). The ventilator then passed all testing.

Event description:
It was reported that a ventilator had an erratic display. There was no patient involvement.